Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
Report source was not foreign. Report source updated.